Event description:
It was reported that lead was not successfully implanted as it exhibited high impedances and helix issues and had an incision with a needle during implant. Lead was then replaced. It was reported that this lead attempted but not implanted due to electrode end damage. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this lead attempted but not implanted due to electrode end damage. No adverse patient effects were reported.